Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retain testing. Source: phone.

Event description:
Reported 3 false positive flu b results. The customer communicated the results were confirmed negative by molecular (pcr testing).